Event description:
Drain did not drain causing hematoma.

Manufacturer narrative:
According to the customer, a mastectomy was performed with a jp drain placed. Upon examination of the patient, a hematoma was discovered. The customer reported that the jp drain was not draining to the bulb. According to the customer, the hematoma formed "due to the malfunction". The customer reported that the provider used an "instrument to open the valve and the drain started working". A sample has been requested to be returned. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.